Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of inappropriate shock due to device programming was confirmed. The device was not returned for analysis; however, session records were provided for review by technical services. Analysis of the session records indicated that inappropriate shocks were delivered appropriately based on the programmed device settings.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. The device was successfully reprogrammed. The patient was stable.